Event description:
It was reported that the programmer's printer was unable to feed the printer paper correctly and tore the papers. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's printer was unable to feed the printer paper correctly and tore the papers as the printer was working correctly. It was determined at analysis that the cursor moved autonomous over the touch screen and the cursor had a deviation. It was noted that the bullets assembly was missing/broken. It was further noted that the lower hinge cover plate was broken and the bezel (display) had a damage. Additionally it was noted that the touch screen was unresponsive in the upper left area. Electromagnetic interference (emi) repair has been performed to resolve the screen issues with the installed finger touch option. Finger touch option was tested and was working correctly. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.